Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with bacterial endocarditis with (B)(6). A trans esophageal echo revealed a 1 cm lesion on the right atrial lead. The patient received antibiotics and the implantable cardioverter defibrillator system was explanted. The patient was stable and a new system was implanted on (B)(6) 2018. The patient was stable throughout.